Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the prime process and bolus delivery. The customer stated that he kept receiving the no delivery alarms since the day prior. At the time of the call, the customer stated that the insulin pump worked and declined to proceed with the troubleshoot procedure. The customer's blood glucose was 247 mg/dl. The customer was advised to call back if the alarm recurred in order to proceed with the troubleshoot process.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.